Manufacturer narrative:
Due to the missing product, the investigation is restricted to traceability of manufacturing and quality control data. The production data and quality controls did not reveal any irregularities. Therefore, we cannot explain why the product was missing from the package. We will issue a credit note. In addition, we will review our internal processes to prevent any similar incidents from occurring in the future.

Event description:
It was reported that the customer found the shunt box empty. All the paperwork is there but shunt is missing. No patient harm or delay in therapy was reported in this event.